Event description:
Hill-rom received a report from the account stating the nurse call is not working. The bed was located at the account in the (B)(4) building 9th floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to the communication cable not plugged into the wall. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician plugged the communication cable in to resolve the issue. Based on this information, no further action is required.